Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -12.5/3.0/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Refractive surprise was observed. On (B)(6) 2023 the lens was exchanged for a same model and size lens with different power and the problem was resolved.

Manufacturer narrative:
Additional information: a4, a5, a6-unk. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with moisture. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -12.5/+3.0/94 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged with the slightly weaker power; same model and the problem was resolved. Claim# (B)(4).